Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was full, and exposure was not possible. A review of the system log file by philips remote service engineer (rse) confirmed the reported malfunction. Upon functional testing, the fse found that the ip pc storage was full. The fse recreated the image store, rebooted system which resolved the reported issue. After this, the reported issue reoccurred and the fse replaced the ippc, host drive and both image drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave remote alerts indicating that image disk space was full, which can prevent imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.